Manufacturer narrative:
Retainer ring : missing. Customer complained the display went blank after moisture exposure. Complained the retainer ring is missing. Device received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Device passed self test, active current measurement and sleep current measurement. Device was monitored. No blank display noted during testing. Device successfully downloaded to thus. Device trace download analysis confirmed the device alarmed power loss alarm on (B)(6) 2021 9:33:13 pm. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed power loss alarm was triggered due to moisture damage to the pcb1 board and pcb2 board. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked case (battery tube) and stained keypad overlay. No blank display noted during testing. However, the power management graph confirmed power loss alarm was triggered due to moisture damage to the pcb1 board and pcb2 board. Confirmed the retainer ring is missing off device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on  after being exposed to moisture. The customer stated retainer ring broke off and they took shower and insulin pump became wet. Customer stated reservoir was bale to lock in place. Customer stated due to insulin pump got wet it did no longer turned on the power. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.